Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control replaced the system controller pcb assembly and the user interface pcb assembly. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device intermittently was unable to complete a boot cycle and froze at the ¿self-test in progress¿ screen. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system controller pcb assembly and observed that integrated circuit chip, designator u25 was inoperative and caused the reported issue. The removed user interface pcb assembly was an ancillary part and there was no failure of this assembly.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device intermittently was unable to complete a boot cycle and froze at the ¿self-test in progress¿ screen. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.